Event description:
It was reported that while electrocautery was in use during a procedure, the monitor was erratically beeping and had a loss of recording channel. These conditions, in which the device is delivering additional audible indication or has an inaccurate visible display, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no clinically significant surgical delay, no medical intervention, and no adverse consequences.